Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The battery board sockets and terminals passed inspections with no discrepancies found. The battery board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.